Event description:
Caller states, the expiration date printed on the aviva strip vial is 4/31/2009. MFR reports the expiration date is 03/31/2009. No adverse event reported. Requested return of suspect device and replacement was sent.